Event description:
It was reported stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A mach 1 guide catheter was placed. After a non-bsc guidewire was advanced to cross the lesion, a non-bsc balloon catheter was advanced to predilate the lesion. Subsequently, a 24 x 3.50 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the bifurcation area of the left main trunk (lmt). A non-bsc support catheter was advanced to facilitate the advancement of the stent; however, the stent still failed to cross the lesion. The stent was removed and the physician noted that the stent edge was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).